Event description:
The dental implant fx5010swc was removed on (B)(6) 2017 due to loss of osseointegration after 4 years 6 months and 18 days. The patient has history of hypertension. The patient has been recovered without complications.